Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds. A chest x-ray evidenced the rv lead had lost all slack and was dislodged. A surgical revision was performed wherein the rv lead was capped and replaced with an alternate. No additional adverse patient effects were reported.